Event description:
The facility reported 5 patients have now been diagnosed with tass. We are looking at everything that was used during the procedures, custom paks and bss. We are also looking at our process. Follow-up info was rec'd in 2008: full visual acuity has been achieved and the pt continues treatment with topical steroids. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 11/13/2008.